Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one sigphandle. The event report alleges the product was used in a surgical procedure. Analysis of the system logs show a system log that ends abruptly while on the charger. This was followed by a low voltage detect system reset and a system clock reset indicating power had been interrupted while on the charger. The handle died while on the charger. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause for this failure was discrepancies between the reported charge from the bq chip. The signia charger accesses the bq charge value to manage charging current. When the bq chip reports greater than 93% erroneously the charger fails to charge the battery. The handle in standby mode continues to use power until the battery goes dead on the charger. A fix has been implemented by updating the software on the charger. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a wedge / segmental resection procedure the display screen of the powered stapling handle was blacked out. The center control button / rotation button were pushed, however, the device did not react at all. The reporter was unsure if the device was shut down from the beginning, or midway through the procedure. The procedure was completed with another device. After the procedure, the powered stapling handle was recharged. The display reacted for several seconds but then shut down. They tried troubleshooting the issue by utilizing another charger, however the same event occurred. There was no patient injury or involvement as the even occurred prior to the procedure.